Manufacturer narrative:
The sample is lithium plasma that was centrifuged for 5 minutes at 5000rpm. The sample was aspirated from the primary collected tube via close tube accession (cta). The sample was not re-centrifuged prior to repeat testing and was aspirated from the primary collection tube. On (B)(6) 2011, system check failed the washed portion (out of specifications high). The system check was repeated and met specification. A bci field service engineer (fse) performed type 1 hardware protocol. No hardware issues were noted that could contribute to the event. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a accutnl within the risk stratifications range for one patient sample generated by the unicel dxc 600i synchron access2 clinical system. The result was reported out of the laboratory. The original sample was repeated and result within normal reference range was obtained and corrected. Patient samples are provided. No reports of death, injury, or change to patient treatment have been reported in connection with this event.